Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a discoide resection when stapling. The clamp tipped but did not staple, and the device did not fire. Another product was used to resolve the issue. There was no patient injury.